Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that the IV pole has dropped causing the docking station to hit the floor and resulting in IV lines being pulled out of the patient's chest. No further consequences have been reported.

Manufacturer narrative:
The description of the event and photos of the hospitals setup and failed part provided a basis for the investigation. The clamp ring is used to prevent the pole from sliding down when the bracket is untightened by the user to adjust the pole¿s position. It could be concluded that a disadvantageous combination of diameter tolerances of the mounting pole and clamp ring lead to the pole becoming loose and sliding down through the bracket. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.